Manufacturer narrative:
According to the customer, when inserting the screw into the bone the surgeon noted "increased resistance" and the "head broke off". The customer reported the screw was removed with a "screw removal set" and an additional screw was inserted. The customer reported the procedure "took longer than usual" due to the breakage but, "final fixation/repair was achieved". According to the customer there was no serious injury identified, follow up care needed, or medical intervention required related to the reported incident. No additional information is available at this time. The sample has been requested to be returned for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, when inserting the screw into the bone the surgeon noted "increased resistance" and the "head broke off".

Manufacturer narrative:
Updating d4: lot number#: 810304.